Event description:
This device was returned with oos documentation from biotronik representative. Per oos, the device was "implanted with some difficulty. Lead failed after pocket was closed, post implant f/u". The device was replaced with a setrox s-53.